Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information available the most likely cause is due to the patient's condition; extremely poor bone quality and excessive pulmonary issues led to the dehiscence. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Report three of three for the same event, reference reports 0001032347-2017-00114 and 0001032347-2017-00115.

Event description:
It was reported the implants were removed as a result of a sternal dehiscence with no infection present. The original surgery was performed (B)(6) 2017. The patient remained in the hospital with severe pulmonary issues. The nine days of post-operative pulmonary issues resulted in the wires pulling through a notably weak sternum. The plates and screws remained in tact on one side of the sternum and pulled through on the other. Both the cardiac and plastic surgeon noted extremely poor bone quality and excessive pulmonary issues led to the dehiscence. The surgeon performed a chest wall reconstruction, due to the poor bone quality plate and screws were unable to be used for fixation.